Event description:
It was initially reported that the patient had a generator replacement due to end of service eri=yes. The generator was returned to the manufacturer for evaluation. The end of service condition was duplicated in the pa laboratory. The wait supply current test did not meet functional specifications. This measurement demonstrates an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in minus 1.26 years remaining before the eri flag would be set. The increased current consumption was isolated to a leaky capacitor. With the capacitor substitution for leaking capacitor, the pulse generator module performed according to functional specifications. The most probable root cause for the out-of-specification wait supply current condition was identified to be a leaky capacitor. However, results of the longevity prediction confirm that the end of service (eos) condition was an expected event. As a result, the extent to which the leaking capacitor may have contributed to the end of service (eos) condition cannot be determined.

Manufacturer narrative:
.